Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received. (B)(4).

Event description:
A surgeon reported that a pt experienced visual distortions and aberrations following an intraocular lens implanted procedure. The lens was exchanged two months later for another mode iol. In a follow up, the surgeon reported the event resolved with treatment.